Manufacturer narrative:
The evoke scs system was not returned to saluda. The device logs were reviewed, and a disconnected electrode was confirmed. The root cause of the disconnected electrode could not be definitively determined. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, a disconnected electrode was observed. Troubleshooting was performed but the issue could not be resolved intra-operatively. The physician elected to proceed and complete the procedure. The evoke scs system was successfully programmed and provided adequate pain relief. Subsequently, the patient reported a need to undergo magnetic resonance imaging (MRI) for an unrelated condition. As a result, the evoke scs system was explanted.